Event description:
Hcp reported that the patient had an infection in the back near the spine and that the catheter had suspected breaks or tears in it. The device was explanted and returned to the manufacturer for analysis. The patient was given antibiotics. The patient was recently seen by the physician and "is doing ok".